Event description:
Upon further review of the customer-supplied data, discrepant troponin I (access accutni) results were obtained, for one patient, involving the unicel dxc 600i synchron access clinical system. Initial troponin I results of 0.02 and 0.05 ng/ml were obtained. Upon reanalysis, on an alternate analyzer, an elevated result of 0.21 ng/ml was obtained. It is unknown which of the results the customer considered to be erroneous. It is unknown if any change in patient treatment was impacted.

Manufacturer narrative:
A definitive cause of the incident is unknown.